Event description:
It was reported that during a patient follow-up, the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate antitachycardia pacing (atp) due to misinterpretation of cardiac signals. No intervention was performed, and the patient remained stable.

Event description:
Additional information received indicated that programming changes were made to resolve the issue. The patient was stable.